Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 156 mg/dl and the sensor glucose was 55 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range.the customer reported that the sensor glucose value that triggered the suspend was 70. The suspend on low limit in sensor settings was 70. The customer also added that they were in the hospital and that they sensor was screwed up. Another sensor glucose value of 174 mg/dl and blood glucose of 500 mg/dl was reported. The sensor will be returned for analysis.